Event description:
Home pt (hp) reports incomplete prime of pt extension line tubing. Hp reports baxter technician assisted them in repriming line and completing treatment. No pt injury or medical intervention required per hp.